Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) discussed this points to an issue, most likely a fracture based on length of time it took to manifest. Boston scientific technical services (ts) recommended defibrillation threshold (dft) testing. The field representative will discuss with the physician. No adverse patient effects were reported. Additional information was received that the proximal coil of this lead was electrically abandoned and a non-invasive programmed stimulation (nips) procedure was performed and the issue was resolved. No additional adverse patient effects were reported.